Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) visited onsite, but problem not confirmed. Fse verified fuses in m-cabinet, all normal. Fse checked the x-ray tube cooling unit and k3 relay, both were normal. Power to the 24v generator was present and functioning normally. Fse did not found any issues with the system. No problem found in the system. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating the suite computer had lost connection with the certeray generator which can prevent imaging. No harm was reported to philips. Philips has started an investigation of this complaint.